Event description:
It was reported that intermittent occlusion alarms occurred. The customer experienced no adverse impact to their blood glucose level as values did not exceed 500 mg/dl. To resolve the issues, the customer changed the infusion set and cartridge, resuming insulin delivery.